Manufacturer narrative:
A company service rep examined the system. The fluidics module solenoid spacers were replaced. The system was then tested and met all product specifications. A review of complaints for the last 24 months indicated no add'l, related reports for this system. A review of service requests for the last 24 months indicated one additional, related report for this system. The root cause is attributed to degraded field replaceable spacers. An internal investigation has been opened to address the issue reported. (B)(4).

Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "system message code." (Device displays error message); "system switched out to complete cases." (No code available). A nurse reported the system displayed an error message during set up. A different machine was used to complete the cases for the day without delay. The pts had not yet been prepped when the system was switched out.